Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, there is no indication of a performance issue with vitros troponin I es lot 4070. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product troponin I es reagent lot 4070. Email address for contact office is (B)(4).

Event description:
The customer reported a non-reproducible, higher than expected vitros troponin I es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample vitros troponin I es result of 0.397 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The higher than expected troponin I es result was reported from the laboratory. It was confirmed that there were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number / ivd (B)(4).